Event description:
Patient contacted dexcom to report intermittent out of range.

Manufacturer narrative:
Sr# (B)(4). Device evaluated by manufacturer. Subsequent to the initial MDR, the receiver part # mt20649/sm24114746 that was being used with the complaint device was returned for evaluation on 12/28/2014. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of intermittent out of range was confirmed. The root cause was determined to be a firmware issue.